Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: a review of the black box data showed evidence of short battery life with a sudden voltage drop leading to a replace battery alarm on 02/17/2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was removed and no further moisture ingress was observed. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. There was reportedly no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.